Manufacturer narrative:
Additional information has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited noisy signals and oversensing. There was no pacing inhibition. An invasive procedure was performed to explant and replace the lead. No adverse patient effects were reported.